Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg), while wearing the device between 36 and 48 hours. The patients reported symptoms include redness, irritation, pain, heat and swelling at the pod infusion site. In addition the patient reports their blood glucose level had rose to over 250 mg/dl. The patient removed the pod from the infusion site prior to going to their scheduled appointment with their pediatrician. The patient had gone to their pediatrician as a referral from their endocrinologist as they had previously diagnosed the patients infection over the phone from pictures that the patient provided. The patients endocrinologist had prescribed clindamycin (300 mg) to be taken every 8 hours for 7 days as well as mupirocin (2 %). The patients pediatrician prescribed triamcinolone (0.1%) to be taken for 7 days.